Event description:
It was reported that the pump touchscreen was unresponsive. It was also reported that the pump touchscreen was scratched, leading to the screen being unreadable. Additionally, it was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.